Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer and cubie was failed, unable to recover and required to remove the ghost pocket failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) identified a failure in auxiliary drawer 6.2 pocket a0 and determined that pocket a1 was causing the issue. The fse removed pocket a1 but was unable to recover it, then reloaded pocket a1 and still could not recover it. The fse contacted the technical support team removed the ghost pocket and reset the pocket and confirmed that the issue was resolved. The system functioned as intended after both the field service engineer and technical support specialist repaired the device.